Manufacturer narrative:
A gehc service representative performed a checkout of the equipment and a review of the logs. The ventilator interface board was replaced. The customer contact reported there was no patient information available.

Event description:
The hospital reported that, during a case, the unit had flow sensor alarms. There was no reported patient injury.